Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip scale markings were illegible and the product was discarded before use. The following information was provided by the initial reporter: markings on syringe unreadable, not accurate had to discard.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe luer-lok¿ tip scale markings were illegible and the product was discarded before use. The following information was provided by the initial reporter: markings on syringe unreadable, not accurate had to discard.

Manufacturer narrative:
H.6. Investigation: one 10ml syringe in an opened blister pack from batch: 9066875 (p/n: 302995) was received and evaluated. It was observed the scale was printed at an angle and the ¿b¿ in the bd logo was missing. The skewed scale and missing print were rejectable per product specification. Machine logs indicate printer issues were reported during the manufacture of this batch. The potential root cause for the skewed scale defect are associated with the printing process. No corrective actions are necessary based on the defective rate identified. Batch: 9066875 is considered in compliance with our product specification requirements. Device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the bd syringe luer-lok¿ tip scale markings were illegible and the product was discarded before use. The following information was provided by the initial reporter: markings on syringe unreadable, not accurate had to discard.